Event description:
It was reported that a speaker malfunction occurred with the intellivue multi measurement server x2, it was unknown if the device was producing audible sound at the time of the event. It was unknown if device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) evaluated the device and confirmed the reported issue. The brt replaced the speaker assembly to resolve the issue. Based on good faith effort (gfe) conducted it was unknown if the speaker was producing sound. The device was operational after repairs were completed. Reporting institution phone # (B)(6). Reporter phone # (B)(6). The manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.